Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Event description:
It was reported that during a laparoscopic cholecystectomy and appendectomy procedure, while using the device for the cholecystectomy 4 clips were used without any issues. On the fifth clip the clips were spitting out of the jaws. The clips did not stay in the jaws; they were ejecting out of the jaws. A cholangiogram was not done with this procedure. Another like device was used to complete the procedure. There were no patient consequences reported.